Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately seven years have passed since the device was manufactured. Based on the results of the investigation, it is likely this event occurred due to the aging of the electronic components related to the image output, or the user attempted to pull out the video connector without lowering the unlock lever, or an excessive force was applied to the lock lever (video connector socket) or the video connector. Regarding precautions for connecting the video connector, the following is described in the instruction manual: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
Olympus technical support advised the customer to return the cv-190 or clv-190 to olympus for evaluation of the reported problem. As the suspect device has not been returned to olympus for evaluation, a root cause cannot be determined.

Event description:
A user facility reported to olympus that an e216 communication error was generated and the image shutoff when using a combination cv-190/clv-190 tower. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.